Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) lead had dislodged as evident by cxr, elevated defibrillation thresholds and pacing thresholds.